Event description:
It was reported that during a surgery for rotator cuff tear, acromioplasty and tenotomy of the left shoulder biceps, two healicoil regenesorb anchors had defective screw threads prior to installation. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were not returned in any original packaging. There is bio debris on both devices. Device one: the sutures are still run over the fork, through the cannula, and out the handle. The top two threads of the anchor are broken and missing. Device two: the sutures are still run next to the forks, through the cannula, and out the handle. A piece of the anchor is broken off and caught in the top loop of the sutures at the fork of the insertion device. Based on the condition of the product material found during visual inspection of both devices, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.